Manufacturer narrative:
Update 24may2018: the patient's age and sex were added to section a, patient information. The patient's diagnosis was added to other relevant history, other relevant history. Additional information was provided by the customer that indicated the patient was diagnosed with cancer of the digestive system. No impact to patient management was reported. Per the architect ca 19-9xr assay package insert, the intended use of this assay is an aid in the management of pancreatic cancer patients. Therefore the customer used the product against product labeling. Based upon this new information, this complaint is no longer a reportable event. Device evaluated by MFR: this complaint is no longer a reportable event.

Manufacturer narrative:
This report is being filed on an international product, architect ca 19-9xr, list 02k91-32, that has a similar product distributed in the us, ca 19-9xr, list numbers 02k91-29/02k91-33. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a. Patient information: no specific patient information was able to be obtained.

Event description:
The customer reported false elevated architect ca 19-9xr results for a patient that has been monitored on the assay for multiple months. Ca 19-9xr: (B)(6) 2017, 3.61; (B)(6) 2018, 15.98. No specific patient information was able to be obtained. No adverse impact to patient management was provided.